Manufacturer narrative:
1038671-2023-02803 d10: concomitants: (B)(6) 02-012-45-2525 - lgc tibial fit tray cem sz 2.5f / 2.5t. (B)(6) 02-010-01-0325 - logic femoral ps cem right sz 2.5. (B)(6) 204-34-02 - fluted stem extension 25l x 14 mm. (B)(6) 200-02-32 - three peg patella 32mm. (B)(6) 204-70-00 - tibial stem ext. Screw. Multiple MDR reports were filed for this event, please see associated reports: 1038671-2023-02803. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and femoral loosening or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
As reported via legal documentation the patient had a right knee replacement. Approximately 91 months after the initial procedure the patient had a right knee revision. Patient experienced failed right total knee with loose femoral component, osteolysis and synovitis. After revision, the patient was transferred to recovery in stable condition. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available.